Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the patient alleged injury.

Event description:
Preoperative procedure diagnoses: stress urinary incontinence, cystocele, rectocele, menometrorrhagia. Postoperative diagnoses: stress urinary incontinence, cystocele, rectocele, menometrorrhagia, myomas.

Manufacturer narrative:
(B)(4).